Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The 30-degree endoscope plus instrument was inspected prior to use with no issue. The image was inverted when the 30-degree endoscope plus was used, and it moved freely with uncontrolled motion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the light button of the 30-degree endoscope did not respond. The customer replaced the endoscope to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found that the endoscope failed the button functionality test and movement test. The endoscope was detected with rattling or noise from the housing and loose balls from the led windows. The endoscope was found to have dislodged desiccant balls inside the housing backend. One camera instrument adapter screw was missing. In addition, the endoscope cable had a defect near the endoscope housing. A visual inspection confirmed visible light shining through the cable insulation jacket when the illuminator was powered on. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.